Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No blank display or display anomaly was noted during testing. No moisture damage inside the pump was noted. Unable to perform functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or operating current measurement tests due to the unresponsive act button. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube window, cracked reservoir tube window corners, broken battery tube threads and a cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to pool water. Customer stated that she forgot to take off pump before she jumped in pool customer insulin pump immediately went blank after exposure to water. Customer stated that keypad is not responding due to exposure in water. Customer was advised that pump will be replaced.